Event description:
It was reported that the customer noticed difference between readings. It was stated that the customer experienced low blood glucose of 50 mg/dl, but the sensor was reading 83 mg/dl. Customer was advised to proper calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.